Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an im nail procedure, the intertan 10s 10mm x 26cm 125d right was implanted in the left foot by mistake. This was noticed when the distal screw was being fastened. Sales rep suggested replacing the device, however, surgeon was concerned about the fixation force might be reduced. Surgery was resumed, with a 40 minutes delay, with the same device. No further complications reported.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to procedural/user error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.